Event description:
It was reported that the device went into backup mode shortly after implant. The patient received three shocks for atrial fibrillation with rapid ventricular response while in recovery. The device was unrecoverable and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported reset anomaly was confirmed. Upon receipt, the device was in bvvi mode. Analysis found the cause of the bvvi was due to parity errors in an anomalous ram (random memory access) portion of an integrated circuit component. The parity errors were reproducible on the bench when the implanted conditions were simulated.